Manufacturer narrative:
Returned device was received in good physical condition but had a damaged lens. No evidence of reported problem in event log was found. During the evaluation of the device it was found that the pump was under infusing by about 4%. The expulsor was found to be out of specifications. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a damaged lens and a missing tamper seal. During analysis, the customer's reported complaint was able to be confirmed. The unit was found to be under infusing by almost 4%, which is still within overall tolerance of 6%, but out of the specification with nominal tolerance of 3%. Service will replace the expulsor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd solis vip pump failed flow test. No patient was involved in this event. No adverse effects were reported.